Event description:
New information received notes that the lead was capped.

Event description:
It was reported that low sensing was observed on the lead. Noise was noted. The lead will be capped and replaced. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.